Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "the balloon cannot inflate completely" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sam-ple18f24m0135. Additional information obtained from a teleflex representative indicates the re-turned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the supplied 40cc inflation driving tubing was connected to the short driveline tubing. The teflon sheath was noted on the returned the one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0052in-0.0057in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's cen-tral lumen was aspirated and flushed using a 60cc lab-inventory syr inge. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing proce-dure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "balloon cannot inflate completely" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.